Event description:
It was reported a deep brain stimulation (dbs) lead was deformed and the physician could not set the lead at the correct position. The operation was done with another dbs lead. Patient outcome was reported as no effect to the patient's health.

Manufacturer narrative:
For use by user facility/importer (devices only). (B)(4). Analysis of the lead found that the distal tip was bent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3387-28, lot# v829880, product type: lead. (B)(4).